Event description:
A customer reported that their pump screen was dark and would not turn on, even when attempting to activate it using standard procedures. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to keep the pump plugged into a power source to use the screen until a replacement pump could be provided and continued to use the pump for insulin delivery.